Manufacturer narrative:
(B)(4).

Event description:
The complaint states that error icon displayed occurred. Product was provided for investigation. The allegation was confirmed because the patient called in reporting an error which was seen on the receiver display during investigation. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.